Event description:
Two endovascular stents were successfully advanced and deployed at the target lesion site in the pt's adductor canel. Stent thromboses subsequently occurred and resulted in occlusion of the blood vessels. Both stents were successfully removed from the pt by a vascular surgeon. However despite the patency of the three lower leg vessels, pt's foot had to be amputated. Subsequently, another stent was successfully placed at the adductor cancal and there were no add'l clinical sequelae reported relative to this event.